Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic hysterectomy procedure, when they were pulling the suture strand, the thread broke. The patient was alive with no injury.